Event description:
It was reported that ongoing intermittent occlusion alarms occurred leading to the customer's blood glucose level exceeding 500 mg/dl, with the specific value noted as "high." The customer managed the high blood glucose level by administering a correction injection via multiple daily injections and did not require assistance from a third party. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin delivery.